Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was reproduced at power up. System error 105 was confirmed and found to be caused by a seized motor. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed a system error 105. There was no patient involvement.